Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply connection was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system would reboot on its own and the power cord was hot. No patient injury was reported.